Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent on two planes. No suture or ts remain on the delivery needle but were returned. The actuator is in the post t2 position indicating a complete deployment. Examination of the construct showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that during procedure, the curved anchor came out after deployment. It is unknown which anchor came out (t1 or t2). A backup device was available to complete the procedure with no significant delay or patient injuries. Attempts were made to retrieve further information but no response was received from the complainant. Results of investigation have concluded, that t2 was the one that deployed.